Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer reported on a failed bravo study. During given imaging internal investigation on (B)(6)-2010, it was concluded that the reason for the study failure was that bravo capsule was detached from the pt's esophagus before the predetermined time specified as 48h for bravo procedure.